Event description:
Device 1 of 2. Reference MFR 1627487-2011-05013. The pt received their scs system on (B)(6) 2011. It was reported that the pt was explanted due to lead migration. The pt's lead anchor was also explanted even though the doctor stated that it was intact and appeared to be closed properly. The pt's lead and lead anchor were replaced on (B)(6) 2011. The pt also received an add'l lead anchor on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Eval results: product was received with the lead being cut and incomplete. No functional testing was performed due to the incomplete lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.